Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that "no readings", "sensor error", or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, early morning, the patient noticed he was not getting any cgm values from his dexcom. It was in a brief sensor error state. The patient could not recall his last known cgm value prior to becoming aware of the sensor¿s error state. The patient was urinating once every 30 minutes. Around 5am, the patient tested his bg meter reading which was high mg/dl. The patient was wearing a tandem insulin pump. The patient also began to have slurred speech and was "out of it" (confusion/disorientation). The patient took a cab to the emergency room. When he got out of the cab at the emergency room, he was stumbling as if he was "drunk". At the emergency room, the patient's blood was drawn and his bg level was 1000 mg/dl. The patient was admitted to the ICU and treated with IV insulin. The patient was monitored until he was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. A "no readings", "sensor error", or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/sensor error/brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).